Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level was 425 mg/dl and 409 mg/dl. Customer had lunch yesterday but might have forgotten to hit deliver bolus. Customer was experiencing nausea and upset stomach. Customer had been using insulin pump system within 48 hours of reported high blood glucose. Customer treated for their high blood glucose with manual injection or insulin pen. Customer was using auto mode feature at the time of reported high blood glucose. Insulin pump will not be returned for analysis. Insulin pump will not be returned for analysis.